Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-06139, 06140. It was reported, the pt was hospitalized on (B)(6) 2014 due to an infection at his ipg site and lead site. He underwent surgical intervention on (B)(6) 2014, where his incisions were opened to drain and clean. The pt was treated with IV antibiotics and was referred to an infectious disease doctor. Follow up information confirmed culture results for cellulitis. The pt continues to be treated with IV antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.